Event description:
It was reported that the patient underwent a gastric surgical procedure on (B)(6) 2015 and suture was used. The suture was placed on one layer of the whole gastric wall. On (B)(6) 2015, the patient experienced abdominal pain, fever and dehiscence. On (B)(6) 2015, the patient underwent a re-operation. During the re-operation, the surgeon opined that the suture and suture knots were intact, but suture was loosened. The patient was re-sutured during the re-operation. It was reported that the patient is in good condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.